Event description:
The home user purchased this c-hla-2 life and claims that the screw keeps coming loose that holds the hydraulic jack onto the lifter, making the cylinder fall, and then the boom goes to the floor. Home user contacted the dealer that sold them the lifter, they came out and tightened the bolt and nut, but it keeps coming loose per home user. The user feels unsafe using the lift. Home user age is unknown. They state their weight is within the weight limit of the lift. Manufacturer told home user not to use lifter until they can get a new hydraulic jack to them. They stated they are going to use the lifter until they get a new lifter. Manufacturer issued RMA #626680 for return of hydraulic jack and dealer replaced with new jack for customer.